Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2012-02398/ 02399 and 2013-02901/02902). Additional medwatches for patient were reported on medwatch numbers 1825034-2012-02400/2402.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision procedure was allegedly performed (B)(6) 2004 and further revision allegedly performed on (B)(6) 2008 due to alleged pain, elevated metal ion levels, inflammation and complications with walking and stairs. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2004, was due to leg length discrepancy. The operative notes confirm that the modular head was removed and replaced. Medical records also indicate that the revision procedure that took place on (B)(6) 2008, was due to metallosis, instability and a retroverted acetabular component. The operative notes confirm that the acetabular cup, modular head and femoral component were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.